Event description:
During an endoscopy procedure, the physician used a cook fusion zilver biliary stent system. The delivery system did not function smoothly as the stent cannot be deployed. On 4/22/2015 the device was returned. The returned stent was fractured and mangled with one gold mark missing. On (B)(6) 2015 the following additional info was received: the stent was deployed only 1/3 of the length, and the stent could not be pushed out. The operation team tried every way but failed on deploying the stent completely. They had no choice but to withdraw the stent. The stent was damaged during the process of withdrawal. The physician changed to another new stent to continue the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The stent was returned fully deployed from the stent delivery system. The stent was fractured and mangled with one gold mark missing. The distance between the body and wire guide port hub measures within specification. The length of the outer sheath was measured to the product tip and found to be within specification. Due to the condition of the returned device, functional testing could not be conducted on the device. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use provides the following info: with elevator open, advance device in short increments until it is endoscopically visualized exiting scope. Once stent delivery system is in correct position for deployment, loosen cap on proximal end of y-body. Stent is now ready for deployment. Difficulty in stent deployment can occur if the catheter of the delivery system has a bend or kink. Kinks, waves and/or bends in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all fusion zilver metal biliary stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.